Event description:
The physician claimed the syringe plunger ring broke during a diagnostic procedure. The remaining jagged edge pierced his glove and contributed to a cut on the physician's palm. No adverse sequela to the physician or the pt was reported.